Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device. The reporter reported obtaining blood glucose readings of "403 mg/dl" with the subject meter and "over 200 mg/dl" on another device (contour) performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of those glucose results exceeds the expected value of less than or equal to 30%. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.